Manufacturer narrative:
Two lots were reported for this device. Lot er5v01778e and er5v01778a. They were both manufactured on february 28, 2011. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the threads that hold the cup are stripped on the offset cup impactor." There was no adverse consequence to the pt.